Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 54 mg/dl. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer received lost sensor signal and cannot find sensor signal and had 2 sensors fell out. The device will not be returned for analysis.